Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer stated that 3 tampons elongated and fell apart, leaving pieces inside her. Consumer has been experiencing fatigue. Doctor has not been seen.